Event description:
Discordant advia centaur xp troponin ultra results were obtained on two pt samples. The results were reported to the physician(s). The samples were retested and the corrected results were reported to the physician(s). There is no known pt intervention or adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra results was due to a leak in the acid and base pumps. The instrument was repaired. The instrument is performing within specifications. No further eval of the device is required.